Event description:
It was reported that the patient passed away. The patient was said to have fallen, caught her head/neck on something in the kitchen and accidentally hung herself. It is unknown if this patient's death was related to vns. Attempts for additional information are in progress.

Event description:
Attempts for additional information from the patient's treating neurologist have been unsuccessful to date as it was indicated that he did not have any more information to provide. Information received from the funeral home indicated that the generator and lead were likely not explanted at the time of the patient's death. Additionally, programming history, available in house, for the patient was reviewed. The last available data indicates that the patient's generator was programmed off on (B)(6) 2006. It is unknown if the device was programmed back on, or if the vns was off at the time of death. This death event has been reviewed for sudep, and with the available information has been determined not to be sudep. Per the treating physician, the patient fell, experienced trauma to the neck/head, and accidentally asphyxiated herself. Although the death appears sudden and unexpected, it was an accident with the known information